Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate shocks were observed for 1:1 sinus tachycardia. Review of the egm revealed that the arrhythmia was diagnosed as a vt due to morphology dropping just below the 90% match score threshold. It was noted that the patient has been noncompliant with their antiarrhythmic drugs. Programming changes were recommended. No further information available.